Manufacturer narrative:
Customer has not identified a specific model or requested evaluation.

Event description:
It was reported that the customer was experiencing an issue with an unspecified stretcher where the wheels would get stuck in the gap between the floor and the elevator when entering and exiting elevators at their facility. No patients were affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported that the customer was experiencing an issue with an unspecified stretcher where the wheels would get stuck in the gap between the floor and the elevator when entering and exiting elevators at their facility. No patients were affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
The section h codes have been updated to reflect the completed investigation.